Event description:
It is reported that the tibial component was found to be loose, as well as that an aspiration was performed to rule out infection. A revision surgery is being planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.